Event description:
It was reported that after pulling the inserter of the ar-8990 fibertak suture anchor and completing the detention, the surgeon removed it from the guide and checked the placement of the anchor by pulling it and the anchor came off. Surgeon installed a new product in a different place and surgery was completed successfully with no adverse effect on the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified that the suture construct was still present, but damaged. The cause is undetermined, however the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.